Event description:
The customer reported that the fluid removal was inaccurate: between 03:00 a.m. And 04:00 a.m. The fluid removal was set to 355 cc's and the prisma machine displayed that the fluid removal was 697 cc's. The patient was on the machine for a couple of days. The flow rates were the following: the replacement was 1500 cc, the dialysate was 599 cc, and the blood flow was 100 cc.